Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system that was involved in an infection. As per additional information, the patient had recurrent pericarditis even before the device system was placed. The patient has been on and off anti-inflammatories. There were no additional adverse patient effects reported. The rv lead remains in service.